Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited high shock impedance measurement of 117 ohms. However upon review of the daily measurements there were high out of range shock impedance measurements over 125 ohms to 140ohm intermittently. Boston scientific technical services (ts) was consulted and discussed that the rv lead is a single coil lead. Further troubleshooting options were also discussed. At this time the physician has opted to continue to monitor the impedance measurement. The crt-d and another manufacturer's rv lead remain in service and no adverse patient effects were reported.